Event description:
It was reported that an asymptomatic pt presented in clinic drug follow up with a device that was post-sensed t-wave oversensing on the ventricular lead, resulting in inappropriate therapy. Clinically resolved by decreasing the ventricular sensitivity.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retroactive review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.